Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted as a result of the patient having difficult anatomy. The patient was noted as having significant tricuspid regurgitation. Even though moving the system to the patient's right side was also considered, ultimately the physician chose not to, given the patient's condition. The patient was referred to another implanter for a cardiac resynchronization therapy defibrillator (crt-d) system implant. The physician affirmed that the issues were not device related, but due to the patient's difficult anatomy.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.